Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call stating she just got off a plane and tried to bolus but the middle button is stuck down. She waited 5 minutes now it was beeping and the screen is black and it is vibrating. The insulin pump alarmed failed battery test. Customer's blood glucose level was 177 mg/dl. The device was not returned.